Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revision done by dr. (B)(6) on (B)(6) 2018. Patient experienced some knee instability and associated pain. Removed the poly insert and replaced with a thicker poly. No surgical delay - no broken instruments. Patient consequence?: unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.